Manufacturer narrative:
One medfusion 4000 pump was received for the evaluation of the reported event. The pump was received with both seals intact and a cracked battery door. A manufacturing device history review, DHR, was performed and no causes or potential causes to the customer's reported problem were found during the DHR review. The error history log, ehl, showed primary audible alarm background test as well as acu watchdog failure alarm. To further investigate the reported event, a power up test was performed and the reported issue could not be duplicated. The root cause could not be confirmed there was no damage to the speaker. The speaker was replaced as a preventative measure and the pump passed all functional test.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had an acu watch dog failure. It is unknown if there was a patient involved.